Event description:
It was reported that the patient's artificial urinary sphincter (aus) cuff was explanted due to recurring incontinence. The patient was implanted with a new 3.5cm aus cuff.

Manufacturer narrative:
Device evaluation provided in: evaluation result codes, evaluation conclusion codes, additional manufacturer narrative. Device evaluation: the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the patient's artificial urinary sphincter (aus) cuff was explanted due to recurring incontinence. The patient was implanted with a new 3.5cm aus cuff. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.